Manufacturer narrative:
(B)(4). The analysis showed that the atg45 device was received with the articulation mechanism damaged. The device was received with a 6r45b and fully fired reload present. The device was tested for functionality with test reloads on the three articulated positions; on the right and center it fired, cut and formed the staples as intended. However, on the left side the device malformed some of the staples. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were malformed after firing. The joint of the device could not turn right. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.